Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
The healthcare professional (hcp) reported via manufacturer representative (rep) that they had recurring issues of leakage of cerebrospinal fluid (csf) around the new spinal catheters. The hcp stated, "when exploring these cases and repairing the leak, it seemed to emanate from the dural entry site and the catheter seemed to be holding the hole open in a coronal (side-to-side) plane". The hcp also stated, "revising/refining the implantation approach might lessen the problem". There was no specific patient reported and no medication information reported. It was unknown how many patient's this issue had "recurred" with. Additional information has been requested, but was not available as of the date of this report.